Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button correctly and assisted them in removing the pump from its case. Despite these efforts, the issue persisted, leading to the decision to replace the pump. The customer was informed of the replacement process, including instructions to deplete the battery before returning the problematic pump.